Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The result of the DHR review showed that there was no abnormality in manufacturing, concession and variation. The legal manufacturer reported that the ¿b30¿ error was attributed to user mishandling. It is likely that there was foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts.

Manufacturer narrative:
The device was not returned for evaluation. The most likely cause for the reported event is user error. The instruction manual states ¿properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿

Event description:
The service center was informed that during an unspecified procedure, an e402 error message was observed. The user reported at mid procedure, a ¿b30 scope communication¿ error was observed and the device image disappeared. The scope was replaced with a second scope and the error message remained. The cv-190 and clv-190 were powered off and the first scope was reconnected after cleaning the contacts with 70% ethyl or isopropyl alcohol with a lint-free cloth and the image issue was resolved. In addition, during troubleshooting, it was noted that the light from the scope was dim and the nbi was not triggering correctly. The communication cables between the cv-190 and clv-190 were reseated and the issue resolved. There was no patient injury reported.